Event description:
40 minutes into hemodialysis treatment the pt started complaining of "chest burning", "feeling bad" and began coughing. The charge nurse went to assess the chest burning and noted "tiny bubbles" going to the pt. The treatment was immediately halted, the pt was placed on left trendelenburg position and oxygen administrated. The pt recovered approx 30 minutes after the intervention and the treatment was continued later with a different machine. Ultimately the prescribed treatment was completed and the pt discharged in stable condition.